Manufacturer narrative:
Block b3: date of event approximate. Additional suspect medical device component involved in the event: brand name: na, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 7077454, UDI: (B)(4). Brand name: na, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 7077427, UDI: (B)(4). Brand name: na, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 7077648, UDI: (B)(4).

Event description:
It was noted that the patient experienced an increase in migraines. The physician does not feel the migraines are device or procedure related. The patients system was optimized however the issue persisted. The patient was hospitalized and underwent a revision procedure in which it was determined that one of the patients lead extensions displayed high impedances. The physician decided to replace the lead extension and recheck impedances and subsequently, no impedances were detected. The explanted lead extension will not be returned as it was discarded at the medical facility. The patient was doing fine postoperatively and has been discharged from the hospital.